Manufacturer narrative:
Internal complaint number (B)(4).

Event description:
It was reported that catheter was explanted due to volume discrepancies. Patient reported a lack of pain relief.

Manufacturer narrative:
Additional data: d4- UDI. B6- relevant test. Corrected data: h1 - type of report . A review of the DHR, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformities, issues or capas associated with catheter kit and sub assembly function. Sales representative contacted technical solutions reporting that a patient had encountered under infusion volume discrepancies. Patient was also reporting a lack of pain relief. A cap study was performed which showed that there was a kink in the patient's catheter. On (B)(6) 2019, the patient's entire catheter was explanted and replaced. The catheter's disposition is unknown. There were no reports of any patient falls, trauma, or pump migration. A device history record review was performed which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformities, issues or capas associated with catheter kit and sub assembly function. A root cause could not be determined for the kink observed in the catheter, as the catheter was not returned for additional investigation. Instructions for use notes that catheter kinking as one of the possible risks associated with intrathecal catheter. Internal complaint number - (B)(4).